Event description:
Information received from the field notes that one day post implant, ventricular lead impedance was <200 ohms. Sensing and capture were also compromised. The physician elected to cap the ventricular lead and placed the atrial lead in the ventricle. The atrial lead was inserted into the ventri- cular port and the device mode was changed to vvi. The patient was not pacemaker dependent.